Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient's cgm was reading 53 mg/dl, no bg meter comparison was taken at this time. The patient self-treated with a turkey sandwich and apple/orange juice. At the unspecified time later, the patient tested her bg meter reading which was high mg/dl. The patient was vomiting, had increased thirst, a headache, shortness of breath, and tachycardia. The patient¿s friend took her to the emergency room where her bg level was 897 mg/dl. No cgm comparison value was provided at this time. The patient was diagnosed with diabetic ketoacidosis (dka), admitted to the intensive care unit (ICU), and treated with IV saline/fluids, insulin, potassium, and magnesium. She was discharged home two days later. The patient was in stable condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.